Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels which caused customer to lose consciousness. Low bg cause was not known. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.